Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The physician adjusted the sensitivity and no further oversensing was noted. A lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01, implantable pulse generator (ipg), (B)(6) 2012. (B)(4).